Event description:
A customer experienced a problem with their pump, which was displaying a cartridge change error. This issue led to the customer's blood glucose levels being reported as high, although the specific value was unknown. The customer managed the high blood glucose by administering a corrective injection using multiple daily injections (mdi). After the customer tried and failed multiple times to load the cartridge into the pump, technical support guided them through troubleshooting steps, including inspecting and cleaning components of the pump. Despite these efforts, the customer was unable to successfully load a new cartridge. As a result, technical support decided to replace the customer's pump, advising them on how to handle the transition to the new device. The replacement pump was confirmed to be sent, and the customer was instructed on how to prepare their current pump for return.